Event description:
The pt reported they haven't been using their pain stimulation system because of discomfort from the therapy and it did not provide pain relief; bad tingling was felt in their toes and throbbing was felt in the middle of their back. They system had been adjusted (assume reprogrammed) several times prior to 2005, and the pt received sufficient therapy. Subsequent to relocation out of state, one system adjustment made did not provide sufficient therapy; the left-side control didn't appear to be working. The pt reported they have recovered well from back fusion srugery and may request device removal. Add'l info has been requested.